Event description:
The user facility reported that the part of the device that stays in the vein after insertion of stylette disengaged from the hub and is in the vein. The patient was taken to lsu to have it retrieved. Estimated blood loss was less than 250cc's. The patient was in stable condition. The patient was sent to lsu for removal. The patient requires medical or surgical intervention.

Manufacturer narrative:
Patient identifier: patient is a animal. Date of birth: patient is a animal. Weight: (B)(6). Ethnicity: patient is a animal. Race: patient is a animal. UDI - not applicable. Operator of device - unknown. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. There is no evidence that there was a pre-existing defect with the device related to either the materials or the manufacturing process. Verification of retention samples showed no related defects on the catheter tube that would lead to either catheter tube breakage or detached catheter tube from the hub. Moreover, samples passed the catheter tube and catheter hub fitting force test and have higher tensile strength against our specification of >7.845n. Further evaluation on tensile strength of our catheter tube was conducted through manual pulling and bending test using resistance breakage tester (in reference to the previous catheter breakage complaints). The catheter tube elongated, and an evident dent was observed however, no breakage or holes were noted on the catheter tube. We have 2 stages of visual inspection. The first station covers the overall condition of the product. The second station covers the inspection of the catheter tip and needle tip condition and the distance between the catheter tip and needle heel. Thus, defects on the catheter tube such as scratch, hole, crack or partial cut can be detected during these processes. Qc conducts a visual inspection before shipment. The lot history file was checked and no irregularity or nonconformity was noted. (B)(4).